Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient.

Event description:
On (B)(6) 2013, the patient reported that her blood glucose level was 304 mg/dl on (B)(6) 2013 and she had a headache. She bolused to correct the elevated level. Her target range is 80-140 mg/dl. She had been experiencing elevated blood glucose levels since (B)(6) 2013. She thinks her infusion device delivers too low an amount of insulin. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device, adapter, insulin cartridge, and infusion set were replaced and were requested to be returned for product evaluation.